Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was going to have the leads checked because they thought they may have fallen down. No patient symptoms were reported. No complications were reported or anticipated.